Manufacturer narrative:
A follow-up report will be submitted upon completion of this investigation. The unit was inspected by the site biomedical department and confirmed that the door latching mechanisms were intact.

Event description:
Dräger was notified through a medwatch report received where is was reported that a patient had fallen out of an isolette 8000 and sustained a head depression fracture and subdural hematoma. Additionally the unit was inspected by the biomedical department and confirmed that the door latching mechanisms were intact.